Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was undergoing embolization of the hepatic artery. As the physician attempted to navigate the guidewire further into the distal portion of the right hepatic artery, the tip of the guidewire broke. An unsuccessful attempt to snare the tip was made and the broken end remained in the patient. The patient suffered no clinical consequences due to this event.

Event description:
It was reported the patient was undergoing embolization of the hepatic artery. As the physician attempted to navigate the guidewire further into the distal portion of the right hepatic artery, the tip of the guidewire broke. An unsuccessful attempt to snare the tip was made and the broken end remained in the patient. The patient suffered no clinical consequences due to this event.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Visual inspection of the returned device confirmed the distal end of the guidewire had been separated. Scanning electron microscopy (sem) analysis found directional dimpling on the core wire separation site, indicative of separation from torsional stress. No other anomalies were noted. It should be noted that the device was used off-label in the hepatic artery, however, it could not be definitively determined if this use caused or contributed to the reported issues. There is no indication from the available information to suggest that the reported event is related to product specification or nonconformance. Based on the information provided, the cause for the reported issue could not be definitively determined.